Event description:
It was reported that the user experienced a low glucose event with a self-reported value of 54 prior to contacting support, treated with oral carbohydrate (capri sun), and a subsequent fingerstick measured 93 with symptom improvement; the user reported frequent lows and frustration with device algorithm performance and could not reach their endocrinologist. Symptoms included hypoglycemia with associated discomfort that improved after treatment. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting and education, with a recommendation to consult clinical support regarding potential factory reset or cgm target adjustment and scheduling of additional training. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.